Event description:
Medtronic received information that approximately 6 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for 60 days as a result of endocarditis. The endocarditis was likely e faecalis with septic embolization (renal and spinal discitis). The endocarditis was treated with antibiotic therapy and two units of blood were transfused. It was reported that the positron emission tomography (pet) was positive for inhomogeneous hyperfixation at the level of the aortic valve prosthesis annulus with apparent focal accumulation of tracer. No endocarditic vegetations on transesophageal echocardiography (tee) were reported. The patient had an intercurrent diagnosis of adenocarcinoma of the mid-sigmoid colon with conservative indication, secondary anemia requiring red blood cell concentrate, transient ischemic attack (tia) and tubular adenomas with low-grade dysplasia of the colon. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic notifies you of this event upon becoming aware of it, even though the event may have occurred prior to that date. Please be informed that this information is collected via one hospital clinical service (this is not a clinical study). Medtronic is not the owner of the data and does not have access to information that the site has not entered into the one hospital clinical service database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.